Event description:
It has been reported that the ultrasafe x100l png clear nvs stein has been found experiencing two cases of safety shield failure before use. The following has been provided by the initial reporter: "observing that both syringe caps were already retracted into the syringes (needle and cap)."

Manufacturer narrative:
Investigation summary: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. No sample was returned for evaluation. A full root cause analysis could not be conducted with the available information and is closed without a conclusion.

Manufacturer narrative:
PMA/510(k)#: k011369 / k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the ultrasafe x100l png clear nvs stein has been found experiencing two cases of safety shield failure before use. The following has been provided by the initial reporter: "observing that both syringe caps were already retracted into the syringes (needle and cap)."